Manufacturer narrative:
UDI is not available as product information was not provided.

Event description:
Voluntary medwatch received states the patient's atrial lead exhibited low pacing impedance. The intervention and patient's condition were unknown.